Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized for an unrelated indication. Eight days after hospitalization, the patient passed away. Pd therapy was ongoing at the time of death. It was reported that an autopsy was performed and the results was pending. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.